Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins) per caller, pt having an ins pocket revision today due to pain in the pocket area. Technical services (tss) didn't ask any further questions about this as they were in the midst of a surgical procedure. A follow up email was sent to gather further info about this event. Additional information was received from the manufacturer representative (rep). It was reported that the pocket was revised. The issue was resolved. The device was returned for analysis. The rep provided the patient (pt) info, managing physician info, serial number, event date, tracking number, ship date and carrier.

Manufacturer narrative:
B5 has been updated to include information previously captured in 2182207-2025-03030 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the ins product ID# 977119, s/n:(B)(6) found the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable n eurostimulator (ins) passed functional testing. It was also noted the header block of ins was not loose. The plastic piece of the header block that encases the antenna did move slightly with force; but, the same movement of the plastic piece was observed on lab inceptiv, inellis, and percept rc devices. It was determined this movement is not an anomaly and does not impact device function. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously reported ime e2403 is no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient said around june/july she lost a bunch of weight and that's when the pain started. Rep had the ins to send back.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the implantable neurostimulator (ins) pocket revision, the healthcare provider (hcp) noticed that the header block of the ins was loose and wiggles around slightly. The ins was depleted coming into the procedure so they are charging it now and unable to run impedances yet. Technical services (tss) reviewed that this isn't expected for header block. When asked, caller didn't know if the pt had any falls or trauma to the pocket area. Tss reviewed that they could check imped and then discussed with hcp whether to replace ins. Tss sent follow up email to caller for further info about this event and pocket revision as they were in the midst of a procedure. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep provided the patient name. The patient noted they were made aware nov 4th. Doc decided to replace it to error on the safe side.